Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays performed to localize the needle? Was the needle removed from the patient? Lot number? Device return status?

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2022 and the suture was used. During surgery, the suture had a breakage during skin closure. It was not specified of thread had a break down or if suture came undone at swage. Another like device was used to successfully complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2022. Additional information was requested, the following was obtained: were x-rays performed to localize the needle? It was not mentioned/reported. Complaint was re the thread and not the needle. Was the needle removed from the patient? It was not mentioned/reported. Complaint was re the thread and not the needle. Lot number? Was not provided - stock was thrown away. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-05406, 2210968-2022-05407, & 2210968-2022-05408.